Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person), h8.

Event description:
N/a.

Event description:
It was reported that during start-up, the cardiosave intra-aortic balloon pump (iabp) displayed ¿autofill failure¿. The user change to another iabp and the unit with the autofill failure was isolated the same day of the event. There was no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service engineer was dispatched to evaluate this unit and could not duplicate the reported issue. The service engineer tested the unit with a balloon for few hours and the iabp was operating normally. In addition, the service engineer reported that all manifold tests passed. The iabp was released to the customer for clinical use. A supplemental report will be submitted upon completion of our investigation.